Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. The user facility submitted (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a loose connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.